Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room and upon review, it was observed that the rv channel resembles noise and the shock channel initially looks flat, once the health care professional (hcp) increased the gain it was noted there was ventricular tachycardia (vt) and ventricular fibrillation (vf) occurring. It was also mentioned that a chest x-ray was performed and the rv appears to have displaced and caused undersensing and difficulty to convert the arrhythmia. Technical services (ts) discussed the displaced rv lead could cause undersensing and agreed the rv lead appears to have displaced. In addition, the patient presented syncope due to the clinical observations. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of dislodged or dislocated is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of dislodged or dislocated is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this dislodged or dislocated has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product labeling.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room and upon review, it was observed that the rv channel resembles noise and the shock channel initially looks flat, once the health care professional (hcp) increased the gain it was noted there was ventricular tachycardia (vt) and ventricular fibrillation (vf) occurring. It was also mentioned that a chest x-ray was performed and the rv appears to have displaced and caused undersensing and difficulty to convert the arrhythmia. Technical services (ts) discussed the displaced rv lead could cause undersensing and agreed the rv lead appears to have displaced. In addition, the patient presented syncope due to the clinical observations. The rv lead remains in service at this time. No additional adverse patient effects were reported.